Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. No information regarding additional testing.

Event description:
User reported false positive result. No information regarding additional testing.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. No information regarding additional testing.

Manufacturer narrative:
Report required by FDA for eua. In section h, the tests were identified to be recall affected hence necessary details on this have been filled out with the relevant investigation codes and reporting number applied.